Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report a lock line jam. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) and a rotated heart for a mitraclip procedure. The lock line became stuck in the clip delivery system (cds) during removal. The lock line was pulled approximately 4 inches and it became stuck. The clip was deployed successfully, despite the lock line jam. Once the cds was removed, the lock line was noted to be attached to tip of cds. The mr was reduced to grade 2+. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.